Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) powered off after performing two compressions was confirmed based on the archive data review but not during the functional testing. The customer has not provided the date of the reported event. Based on the archive, in october 2023, the autopulse platform had a "time out" incident after performing three compressions and displaying the (ua) 17, indicating that the autopulse automatically powered off after the platform displayed the ua/fault error message. Autopulse platform was able to be powered on at zoll without any issues, and no device malfunction was observed that could have caused or contributed to the reported (ua) 17 error. The (ua) 17 error was not replicated throughout the testing at zoll. During the visual inspection, no physical damage was noted. The archive data showed ua 17 (max motor on time exceeded during active operation) after three compressions and a timeout incident, thus confirming the reported complaint. Also, archive data showed the presence of fault 28 (loss of clutch connectivity) and fault 29 (loss of brake connectivity), unrelated to the reported complaint, however, they were not duplicated during the functional testing at zoll. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without errors or faults. A load cell characterization test confirmed that both cell modules function within the specification. The probable root cause for the fault 28 and fault 29 errors observed in the archive was due to the failed power distribution board (pdb) as it may have had intermittent technical problems that were not able to be directly identified during testing. As a precautionary measure, the pdb needs to be replaced to address the faults. Furthermore, there was wear on the shaft bearing of the encoder, indicating that the encoder needs to be replaced, unrelated to the reported complaint. During a further device inspection, unrelated to the reported complaint, the drivetrain motor brake assembly air gap was measured too narrow, being out of specification. The probable root cause of this issue is attributed to wear and tear. The autopulse platform was manufactured in september 2017 and is over 6 years old, beyond its expected service life of 5 years. The brake gap was adjusted within the specification to address the issue. Awaiting the customer's approval for repair. B3, the date of event is unknown.

Event description:
Patient 1 of 3. The customer reported that the autopulse platform (sn (B)(6)) powered off after performing two compressions on the extremely heavy patient. The patient's status information was requested, but the customer did not provide a response. Per the reporter, the platform was tested with a manikin after the call and functioned as intended. For patient 3 of 3, see ccr 79044, MFR 3010617000-2023-01072. For patient 2 of 3, see ccr 79166, MFR 3010617000-2023-01103.

Manufacturer narrative:
UDI related data quality updates only.